Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1808297) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. D40631) inserted. The occurrence of additional non-serious events is detailed below. In february 2016, the patient had essure inserted. In february 2016, the patient experienced the first episode of arthralgia ("pain in both knees, the pain was worse on the right side"), fatigue ("extended period of fatigue, fatigue is always present"), the second episode of arthralgia ("fully-body joint and muscle pain"), myalgia ("fully-body joint and muscle pain"), polyarthritis ("inflammatory areas in knee, hip, shoulder"), arthritis ("inflammatory areas in knee, hip, shoulder"), chondropathy ("chondropathy of the knees"), ankylosing spondylitis ("suspicion of ankylosing spondylitis attack") and mobility decreased ("more and more difficulties moving"). In october 2016, the patient experienced migraine ("transient headaches become migraines"), vision blurred ("sight was blurred") and insomnia ("insomnia"). In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), breast pain ("breast pain episodes"), breast inflammation ("mammography which also showed a lot of inflammation"), multiple allergies ("ent allergies"), pain ("intense pain during summer"), vertigo ("vertigo"), alopecia ("in autumn 2017 I started to lose hair") and anxiety ("in autumn 2017 I started have anxiety attacks"). In 2018, the patient experienced tendonitis ("I still had quite a bit of tendinitis"). On an unknown date, the patient experienced allergy to metals ("allergy to chromium and titanium"). The patient was treated with surgery (fallopian tubes, uterus and cervix were removed by laparoscopy and vaginally on (B)(6) 2018). Essure was removed on (B)(6) 2018. In 2018, the migraine had resolved. At the time of the report, the abdominal pain, fatigue, polyarthritis, arthritis, chondropathy, ankylosing spondylitis, mobility decreased, vision blurred, insomnia, breast pain, breast inflammation, multiple allergies, pain, vertigo, alopecia, anxiety and allergy to metals outcome was unknown and the last episode of arthralgia, myalgia and tendonitis had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, ankylosing spondylitis, anxiety, arthritis, breast inflammation, breast pain, chondropathy, fatigue, insomnia, migraine, mobility decreased, multiple allergies, myalgia, pain, polyarthritis, tendonitis, vertigo, vision blurred, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the patient received anti-inflammatory treatment, pain killer as well as unspecified aerosol for ent allergies. She recovered a large part of her energy. She no more had migraines, no more pain in knees but she has not started practicing sports because she still had quite a bit of tendinitis. Allergy skin test was negative. Astralb test was positive for chromium and titanium, 2 components of essure and for chromium also are present in her dental implants, which could explain her muscle pain since her dental implants were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - in 2017: breast inflammation allergy skin test negative, astralb test was positive for chromium and titanium the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2.264 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Also FDA codes and batch information (expiration and manufacturing dates) were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. D40631) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of arthralgia ("pain in both knees, the pain was worse on the right side"), fatigue ("extended period of fatigue, fatigue is always present"), the second episode of arthralgia ("fully-body joint and muscle pain"), myalgia ("fully-body joint and muscle pain"), arthritis ("inflammatory areas in knee, hip, shoulder"), bursitis ("inflammatory areas in knee, hip, shoulder"), chondropathy ("chondropathy of the knees"), ankylosing spondylitis ("suspicion of ankylosing spondylitis attack") and movement disorder ("more and more difficulties moving"). In (B)(6) 2016, the patient experienced migraine ("transient headaches become migraines"), vision blurred ("sight was blurred") and insomnia ("insomnia"). In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), breast pain ("breast pain episodes"), breast inflammation ("mammography which also showed a lot of inflammation"), multiple allergies ("ent allergies"), pain ("intense pain during summer"), vertigo ("vertigo"), alopecia ("in autumn 2017 I started to lose hair") and anxiety ("in autumn 2017 I started have anxiety attacks"). In 2018, the patient experienced tendonitis ("I still had quite a bit of tendinitis"). On an unknown date, the patient experienced allergy to metals ("allergy to chromium and titanium"). The patient was treated with surgery (fallopian tubes, uterus and cervix were removed by laparoscopy and vaginally on (B)(6) 2018). In 2018, the migraine had resolved. At the time of the report, the abdominal pain, fatigue, arthritis, bursitis, chondropathy, ankylosing spondylitis, movement disorder, vision blurred, insomnia, breast pain, breast inflammation, multiple allergies, pain, vertigo, alopecia, anxiety and allergy to metals outcome was unknown and the last episode of arthralgia, myalgia and tendonitis had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, ankylosing spondylitis, anxiety, arthritis, breast inflammation, breast pain, bursitis, chondropathy, fatigue, insomnia, migraine, movement disorder, multiple allergies, myalgia, pain, tendonitis, vertigo, vision blurred, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the patient received anti-inflammatory treatment, pain killer as well as unspecified aerosol for ent allergies. She recovered a large part of her energy. She no more had migraines, no more pain in knees but she has not started practicing sports because she still had quite a bit of tendinitis. Allergy skin test was negative. Astralb test was positive for chromium and titanium, 2 components of essure and for chromium also are present in her dental implants, which could explain her muscle pain since her dental implants were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - in 2017: breast inflammation, allergy skin test negative, astralb test was positive for chromium and titanium. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-may-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.